Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the initial implant placement exhibited unsatisfactory electrical measurements. The device was moved to a lower septum/apical region with better parameters. After the device was implanted a temporary pacing lead was removed. While in the recovery room the patient presented with shortness of breath and light headedness. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, the patient was intubated and transferred to the intensive care unit (ICU). The patient was extubated overnight and there was not any additional fluid drained from the pericardial tap. The patient was transferred to a ward later that week. Approximately six days later it was reported that the patient died.